Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that a day prior to this call patient was not feeling stimulation but her symptoms were okay. It was noted that on the day of the call patient was having a big glob of stool, bleeding like she did before. The day after this call patient stated that she put her programmer in her purse and felt a jolt when her purse was on her lap. It was noted that on the day of the call she had so many bowel movements all at once it was causing her to bleed; she sat in a sits bath and could feel tingling. The patient usually didn't have a bowel movement until 3 days later and had to use laxatives. Patient stated being able to go on the second day was wonderful. The patient was implanted for bowel and stated it was not helping with urine control. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.